Event description:
It was reported that the patient required a right hip revision due to inexplicable pain and inflammation. Surgeon suspects corrosion between stem trunion and head junction.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown head. The other devices noted in this report include an unknown adm poly liner, mdm liner, psl cup and an unknown screw. A review of the medical records by a clinical consultant indicated : the available x-rays show an accolade stem with trident psl cup in quite adequate position and stable fixation without apparent issues. As based upon current information, it appears rather probable that the reported pain and ¿inflammation¿ have been caused by an arthroplasty infection treated with two-stage exchange/reconstruction for which the procedure on (B)(6), 2015 was the first stage and final reconstruction can still be expected in the near future. The suspected trunnion corrosion may fit in such a clinical picture because infection may by lowering tissue ph enhance the susceptibility of the trunnion for corrosion. Explicit proof for this failure mode is missing due to lack of clinical information and explant materials analysis although based upon available information, this failure mode is still quite likely. Infection is always a procedure-related failure mode with sometimes secondary patient-related risk factors for infection (diabetes, immune disorders and many more about which there is no information) while device-related factors are always absent in infection scenario¿s.